Manufacturer narrative:
(B)(4). Correction - device is not being returned. There was no reported product deficiency. The reported patient effects of air embolism and transient ischemic attack (tia) are known observed and potential adverse events as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6f shuttle sheath; embolic protection: emboshield nav6. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified left internal carotid artery. A nav6 emboshield filter was placed in the artery without issue. An 8t x 40 mm xact was advanced to the lesion. When the physician was ready to deploy the xact stent, a photo was taken to insure placement of the stent when an air bubble was noticed and the patient had a transient ischemic attack (tia) which resolved within 30 minutes without treatment. It is unknown where the air bubble came from. The xact stent was successfully deployed and post-dilatation was performed with an unknown device. Both the xact and nav6 filter were removed without issue. No additional information was provided.